Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump up and down buttons were not responding, scrolled very slowly or really fast at times and screen was completely scratched. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) act ad up buttons dome switch. No unlocked lcd keypad connector noted. Device had minor scratched lcd window.